Manufacturer narrative:
Product ID 3878-45, lot# 0207856654, implanted: 2014 (B)(6); product type lead product ID 3878-45, lot# 0207841926, implanted: 2014 (B)(6); product type lead product ID 37081-40, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 37081-40, serial# (B)(4), implanted: 2014 (B)(6); product type extension (B)(6).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was repositioned from their right abdomen to their left buttock. It was noted, the patient¿s extensions were also changed from 60 cm to 40 cm extensions at that time. It was stated, the patient was alive with no injury at the time of report. No further information was provided at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Event description:
Additional information reported the patient¿s ins was repositioned because ¿the patient wanted the battery in a different location for recharging.¿ it was noted the patient was receiving effective therapy at the time of follow-up ¿as far as [the reporter] was aware.¿

Manufacturer narrative:
(B)(4).